Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety needle. The customer reports a nurse in the ER reported that after they locked off the safety device the needle protruded approx 1/4 out of the top of the protective shield. The customer reported the safety shield extended and locked, but the needle went through the protective shield. The nurse stated it crossed across her finger and sliced it. The nurse was treated in the ER and the risk manager was involved.